Event description:
Drug/diluent: unk; fill volume: unk; flow rate: unk; procedure: unk; cathplace: unk. It was reported that the bolus button was stuck in the down postion. Device was prefilled through ameridose.

Manufacturer narrative:
Method: sample was not available for return. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.